Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three piece lens but the lens became hung up on the injector and tore. There was patient contact but no injury.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product found a piece of the lens optic torn off and missing. One haptic was torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.